Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. This patient had not received any radiation therapy. Boston scientific technical services (ts) was contacted and it was determined that a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning normally. No adverse patient effects were reported. It was also reported that the estimated remaining longevity of the battery was 8%. The ts consultant discussed that with the remaining longevity at 8%, there was approximately about 6 months of time before elective replacement indicator (eri) would be reached. No adverse patient effects were reported. The s-ICD remains implanted and in service.